Event description:
Hill-rom received a report from a hill-rom general manager stating the bed exit alarm would alarm, but would not send a call to the nurse station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom general manager contacted technical support. It is unknown if the facility performed any preventative maintenance on this bed. No further action is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.